Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens haptic was tore off. Surgical residue/debris on product. Conclusion - no conclusion can be drawn. The root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The facility reports that the loop tore off a aq2003v 3 piece silicone lens. The lens was not implanted. No other information has been forthcoming from the user facility. The injector and cartridge model and lot numbers were not specified by the facility.